Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump. The patient reported, 'focus on this trash, but by all means ignore people with your damn implanted pumps, I got your favorite phrase for when your device functions at half percent of set injections, "within acceptable parameters!" I've had 4 surgeries in 6 years on my baclofen pump, every refill it has twice as much in it as it should, indicating I get half my prescribed dose, you see that as acceptable, I don't! Enjoy your queer party!' They also stated, 'I get 7 years forced on me, my baclofen pump has been nothing but a nightmare and according to refills only gives me half the prescribed dose, but their rep gave me the ok today, "within acceptable parameters!" They don't care, the surgeon don't care, and they want me to go away, the catheter was tested, but no way to prove to me I am getting my dose when refill time says it has 10 in it, but should have 5, the math isn't adding up, and I'm left suffering! Insurance will take the doctors word over you, and if they accept 50% failure to inject, insurance will do nothing for you, no one cares! Carve these words on your grave "within acceptable parameters," as this is their answer!'

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.